Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v872659, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient never had therapeutic effect and had a change in stimulation with position. The patient tried several programs with no success. The patient would leave it on for about 3 days and then found that it didn't work and changed the program. The patient would have an appointment on (B)(6) 2012. The consumer further reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient's symptoms occurred mostly at night and occurred every 4th day or so. The patient usually had about an 80% success rate with the therapy. The patient seem to have issues every so often at night and had not made any adjustments with the level of stimulation recently. The patient thought they had tried most of their programs and so far program 2 seemed to be the best. The patient was uncertain if they had tried program 4 yet or not. The consumer later reported that the patient experienced a loss or change of therapy. The implant did not work for the patient, so they had had their device turned off for the past 2 years since 2014. When the implant was on, it annoyed the patient more than it helped. The implant did initially help with their bladder symptoms and then stopped working. The patient wanted to have the device removed. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.